Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an empty cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.